Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the power supply to address the reported issue. The issue has been resolved and the device now functions as intended.

Event description:
The customer reported power failure. There was no patient or user harm reported.